Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 159 mg/dl, 119 mg/dl, and 82 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect strips, and replacement was sent.